Event description:
Caller reported a malfunction on the pump, specifically noted as malf 12, with no notable events occurring beforehand. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Pump reset information was provided by technical support, who aided the customer in resetting the pump, which resolved the issue with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue reoccurs.